Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. Caller reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 130 mg/dl (compact plus) and 20 mg/dl (emt's meter). The patient was unconscious and was treated by the emt's with glucose. The patient is now stable.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned an empty test strip vial.